Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer reported a ventilator that required a touchscreen replacement. It was unknown when this event occurred. There was no report of harm associated with this event.

Manufacturer narrative:
G4: 04sep2020, b4: 08sep2020 . H11: b5: the customer reported to be looking for a customer service report (csr) for a touchscreen replacement from a field service engineer (fse) visit. During the call with technical support, the customer stated to have found the csr in their email. The service history record of this serial number does not show any philips fse visits to complete a touchscreen replacement. The service history record only shows a call in (B)(6) 2019 where the customer requested a touchscreen part ID and subsequently ordered the part. There was no allegation of touchscreen failure during any of these calls, and no philips fses were dispatched for on-site service. Three (3) good faith efforts were made to clarify and obtain additional information, however, the customer did not respond. There is no indication that the device malfunctioned and no additional information could be obtained to clarify. If additional information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.